Event description:
It was reported by the customer's mother that the customer had an air bubble anomaly with the reservoir of the insulin pump. Customer's blood gluclose level was in the 16 mmol/l range. Troubleshooting was performed and customer's mother was informed with the reservoir filling protocol. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.